Event description:
It was reported that while preparing for an esophageal dilation procedure the balloon catheter was kinked. A cre 18-20mm 8cm f/g balloon catheter had been selected to treat an unspecified esophageal stricture. While preparing the device, it was noticed that the catheter was kinked out of the packaging. The device had no contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".